Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the personnel using the department received an electric shock when replacing the motor, and suspected contact with the metal part of the adapter. It was learned that when the user touched the endoscope adapter (non-original) during the use of the dissector, the user's fingers were slightly shocked by electric shock, which caused pain and no serious injury. It was suspected to be caused by the electric leakage of the endoscope adapter. The specific situation required on-site inspection and investigation of the device. However, since the (B)(6) area was currently severely affected by the epidemic, it was inconvenient to go to the site. The customer understood this situation, and agreed that after the epidemic, the manufacturer's engineer would be arranged to find out the specific cause after the introduction.